Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat right coronary artery with moderate calcification and moderate tortuosity. The 3.0x28 mm xience sierra stent was implanted and a proximal edge dissection occurred. A 3.0x15 mm xience sierra stent was used to treat the dissection and complete the procedure. No additional information was provided.